Manufacturer narrative:
The lot number was provided for 5 out of 6 malfunctions; therefore, a lot history review is currently being performed. Devices has not been returned for all 6 malfunctions, however, medical records were provided for 3 malfunctions and images provided for one malfunction. Per review of the medical records, one investigation confirmed for malposition of device and patient device interaction problem. One malfunction with medical records were reassessed and trending (B)(4) was updated and confirmed for detachment and difficult to remove, however inconclusive for malposition and patient device interaction problem. Remaining 4 malfunctions inconclusive for malposition and patient device interaction problem. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Corporate lot number: gfzc3117, gfyi2666, unknown).

Event description:
This report summarizes 6 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and patient-device interaction problem. This information was received from various sources. All six malfunctions involved patients with no patient consequences. One patient is a (B)(6) year old female and weighs (B)(6) lbs, one patient is male and one is female. Other patient information was not provided.

Manufacturer narrative:
H10: of the six reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90150. H10: the lot number was provided for 4 out of 5 malfunctions; therefore, a lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for all five malfunctions. For three malfunctions, the investigation is confirmed for the alleged filter tilt and perforation. For one malfunction, the investigation is inconclusive for perforation and tilt. For remaining one malfunction, the investigation is confirmed for detachment and retrieval difficulties; however, inconclusive for perforation and filter tilt. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfyi2666, unknown),g3, h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and perforation. This information was received from various sources. All five malfunctions were involved patients with no patient consequences. Of the five reported malfunctions, three patients ages were ranged from 47 to 61 years old; three were female and two were male; one patient weighs 209 lbs. The remaining patients age and weight were not provided.

Event description:
This report summarizes 6 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and perforation. This information was received from various sources. All six malfunctions were involved patients with no patient consequences. Of the six reported malfunctions, four were female and one is male; however,the weight for all the five patients were not provided. Three female ages were ranged from 26 to 61 years old; however, one female weight was reported as 209 pounds. The remaining patients age, gender and weight were not provided.

Manufacturer narrative:
H10: the lot number was provided for 5 out of 6 malfunctions; therefore, a lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for five malfunctions. Images are provided and reviewed for one malfunctions. Out of six malfunctions, the investigation is confirmed for the alleged filter tilt and perforation for three malfunctions. Perforation and tilt are inconclusive for one malfunction. Medical record was not provided for one malfunction and the investigation is inconclusive for the reported perforation and tilt. The remaining malfunction was confirmed for detachment and retrieval difficulties;however, inconclusive for perforation and tilt. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4: (corporate lot number: gfzc3117, gfyi2666, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.